Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had an application failure. A technical support specialist followed the knowledge article "ka000011541: medapplication not launching automatically; station at blue screen" to resolve the issue. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, unexpectedly stopped responding by displaying the blue screen during login and doing transactions. This incident resulted in delays in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.